Event description:
Rptr has pedicle screw "pulled out" and had to be replaced 3/23/94. Damaged nerve with severe pain in right leg and foot since the operation. Severe pain resulting in pain medication required on a continuous basis.